Event description:
Reporting status: serious injury. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that during use of the guide wire, a dissection was noted distal to the target lesion in the ramus branch. The dissection was treated using another company's stent. There were no patient effects reported. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. A dissection would typically be related to circumstances in the procedure such as anatomy, lesion morphology and physician technique. The IFU warns, "before a guide wire is moved or torqued, the tip movement should be examined under fluoroscopy. Never push, auger, withdraw or torque a guide wire which meets resistance." Without the device, a through analysis could not be performed and no determination can be made as to the root cause of the reported experience. This appears to be related to circumstances during the procedure and not a quality related issue with the guide wire.